Manufacturer narrative:
H6: omit code f1904, this code was reported in the initial report in error. H11: updated with additional information from the customer. Additional information: the device was discarded after explant. The patient had extensive past medical history of congestive heart failure (chf) and atrial fibrillation (afib). Ppae (infection, arrhythmia): investigation summary ppae (infection, arrhythmia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. (Fever, hypotension): the cause of the injury was not determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection check.

Event description:
The user facility reported that a 68 year old male was implanted with a impella cp for support during high risk cardiac procedure. It was reported that the patient became hypotensive with arrhythmias requiring increase in pressors. Ramp down was also attempted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.